Event description:
Related manufacturer reference number: 2017865-2021-32132. It was reported that a patient's right ventricular and right atrial leads were explanted on (B)(6) 2021 due to lead malfunction.

Manufacturer narrative:
The reported event was lead malfunction. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 5.6cm to 6.1cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.